Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 20 mg/ml at 6.45 mg/day via an implantable pump for unknown indications for use. It was reported by the hcp that the patient went to the emergency room (ER) for "withdrawal symptoms". Environmental/external/patient factors that may have led or contributed to the issue included the patient having their pump replaced yesterday ((B)(6) 2023). The catheter length was unknown from 2000. It was further reported that a back table prime was performed and the catheter was clamped due to unknown catheter length and high concentration. No diagnostics/troubleshooting or interventions were taken. It was unknown if the issue was resolved at the time of the report. Additional information was received on (B)(6) 2023 from a patient representative stating that "the catheter did not get filled so he's not getting meds and going through terrible withdrawals. I'm trying to give him a bolus, because that would help the meds push through". The caller further reported that the patient had a lot of bandages on currently. Additional information received on 2023-aug-22 from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient was still having withdrawal symptoms four days after their pump replacement. The hcp was going to order new medication and possibly schedule a dye study. It was also reported that there were still no alarms on the pump when interrogating. Additional information received on 2023-sep-06 from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient stopped having withdrawal symptoms after the hcp refiled the pump with fresh medication. Additional information was received on 2023-sep-21 from a health care provider (hcp) via a company representative (rep) reporting that the hcp attempted a dye study on (B)(6) 2023 due to the patient complaining of no pain relief and withdrawal symptoms after the pump was replaced and medication change. The hcp was unable to aspirate any csf from the catheter. A catheter replacement would be scheduled for the future. Additional information was received on 2023-oct-20 from a company representative (rep) reporting the new catheter was placed in the intrathecal space on (B)(6) 2023. The old catheter was left implanted and tied off.

Manufacturer narrative:
Concomitant medical product: product ID 8709 lot# j0039997r implanted: (B)(6) 2000 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 01-sep-2002, UDI#: (B)(4). G3. Due to field. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the inability to aspirate during the dye study was unknown and it was also unknown if the patient's symptoms had resolved. The rep also reported that the patient had not been seen at the office since the catheter replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.